Event description:
Pentax video scope needed to be sterilized for the procedure. The patient was taken into the or and the scope was plugged into the video light source. No image was seen. All connections were rechecked. We noticed moisture on the protective cap. Another scope was obtained and the case continued.